Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2316500, model: sc-2316-50, serial: (B)(6), batch: 18091037.

Event description:
It was reported that the patients implantable pulse generator (ipg) was not working as intended. The patient was experiencing discomfort. The patient underwent a spinal cord stimulation (scs) explant procedure and was doing well postoperatively. The explanted devices were discarded.